Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: unexplained pump reboot events were observed in the black box. The battery compartment was cracked on the side from the threads to the cover and below the bumper pad. Corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was missing the yellow o ring. A test battery cap was used to complete a 24 hour duration test with no issues duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.